Manufacturer narrative:
A visual inspection was performed on the returned device. The reported barewire tip separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to circumstances of the procedure. It is likely that during advancement of the embolic protection system (eps) in the heavily calcified and tortuous lesion, the barewire tip became compromised resulting in separation. As a result, unexpected medical intervention was required to remove the separated tip using a snare device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the internal carotid. After a 190cm emboshield nav 6 embolic protection system (eps) was deployed at the intended location, the tip of the barewire was noted to have separated. Therefore, the separated portion was snared from the anatomy and the procedure was completed with another abbott device. There were no adverse patient sequela nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.